Event description:
The customer reported that during a routine check of the unit prior to use on a pt, no ECG signal was obtained. The customer switched ECG cables and a signal was displayed. Therapy was initiated. No pt injury was reported.